Event description:
A report was received that the patient only had four contacts working. The patient will undergo leads replacement procedure and the ipg will also be replace for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient¿s ipg will be upgraded. It was reported that the ipg was not charged. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively. Additional suspect medical device components involved in the event: model #: sc-2208-50, serial #: (B)(4), description: st linear lead 50cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient only had four contacts working. The patient will undergo leads replacement procedure and the ipg will also be replace for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110, serial #: (B)(4), description: precision implantable pulse generator (ipg); model #: sc-2208-50, serial #: (B)(4), description: st linear lead 50cm.